Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had not felt well since implant and feels like her heart is skipping beats and still has pain in the device area. Patient related that during implant the heart was punctured and there was blood and fluid around the heart. The device is still in use. No patient complications have been reported as a result of this event.